Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinic received a remote transmission for high atrial pacing lead impedances (pli). Review of the transmission showed an abrupt jump in pli. Atrial noise reversions were also noted. The ra capture threshold had increased as well. There was concern that the ICD may have some type of problem on the ra connector or channel. Both ICD and lead were explanted and replaced. The patient was asymptomatic prior and during the surgery and was in stable condition after the procedure.

Manufacturer narrative:
The reported field event of noise and high pacing lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was noted. The cause of the field event was due to an anomalous transistor.